Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected information. The initial report was sent in error as reported malfunction "the green light button of image video processor is frequent automatic switching, causing the doctor unable to take the image in time" would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the green light button of the image video processor had been frequently switching automatically, causing the doctor to be unable to take the image in time. The issue was found during a hysteroscopy examination. There were no reports of patient harm.